Event description:
The customer reported that the system displayed intermittent communication failure error messages followed by system lock-ups. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reloaded calibration files. The system operates as intended.